Manufacturer narrative:
The investigation could not determine a specific root cause. The reaction monitor generated from the result indicated no sample had been pipetted. Possible causes of this include pre-analytical sample issues such as foam on top of the sample or fibrin formation.

Event description:
The customer received questionable phenytoin results for one patient. The initial result was 1.6 umol/l and repeat result was 59.7 umol/l. The same patient was repeated the same day and the results were 1.6 umol/l, 59.7 umol/l and 65.5 umol/l. Information concerning which result was reported outside the laboratory and if the patient was adversely affected was requested, but was not provided. The phenytoin reagent lot number was 681554. The expiration date was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(4).